Manufacturer narrative:
The device was received for evaluation with a mini cap attached to the female connector. Visual inspection was performed, and a damaged female connector was observed. Leak testing was performed using the returned mini cap and a leak beneath the mini cap was detected. Clear passage and clamp function testing were performed and no issues were observed. The reported condition was verified. The damage to the female connector was determined to be the cause of the leak. The cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from an unspecified location. This was observed after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.